Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient presented with pre-op diagnosis of lumbar spinal stenosis at l2-3 , l3-4 , l4-5 with concomitant degenerative spondylolisthesis at l3-4 with bilateral lower extremity radiculopathy. Patient underwent following procedure: lumbar decompression at l2-3, l3-4 , l4-5 , posterior spinal fusion at l2-3 and l3-4 with rhbmp-2 . Per op-notes, ".. Mixture of synthetic bone matrix and rhbmp-2 was cut into strips and placed into the lateral gutter for fusion .. Additional bmp was placer over this. .." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.